Event description:
Per the clinic, the patient experienced recurrent infections (specific dates not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 17, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on october 17, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on november 25, 2022.